Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 491 mg/dl. The customer stated that, prior to the hospitalization, the insulin pump had ran out of insulin. The customer was treated with fluids and manual injections. Advised customer that she continue troubleshooting when possible upon arriving back at home. Nothing further reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found in report.

Event description:
The customer reported that the infusion set was removed at the hospital and the cannula was bent. The customer reported that there was no alarm for no delivery of insulin. The customer was treated with saline and shots and was wearing the insulin pump at the time of the visit.